Manufacturer narrative:
(B)(4). Final analysis found that telemetry could be established with the device. The device was in backup vvi mode due to checksum error; review of the device software found multiple bits flipped. After device software download, normal function resumed. The multiple bit flips did not reoccur during testing. The reason for the bit flips could not be determined. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator could not be interrogated. The device was explanted and replaced. The patient's condition was stable.